Manufacturer narrative:
Method - device not returned. F/u with company rep.

Event description:
General info was provided by a company rep regarding a pt that underwent an x-stop procedure. The device provided the pt with initial relief of symptoms, however, after a period of time the symptoms returned. The treating surgeon did a revision surgery and replaced the x-stop implant with a larger size. The pt did well after the revision.